Manufacturer narrative:
Upon receipt of the reservoir, pump, and cylinders of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir had wear at a fold in the reservoir shell and a leak from a sharp instrument. The pump was visually inspected, leak tested, and functionally tested. The kink resistant tubing (krt) was worn to the filament. The pump passed the leak test and functional testing. Both cylinders were visually inspected, and leak tested. The first cylinder had wear with a hole at the corner at a fold in the distal end of the cylinder. The middle of the cylinder had a hole from the avulsion in a fold in the distal end. The second cylinder had wear at a fold in the middle of the cylinder. This cylinder had a leak from a sharp instrument in the middle of the cylinder. Based on the information available and analysis results, the reported clinical event was confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a hole in the cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a hole in the cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.